Manufacturer narrative:
A posterior capsule tear is a potential consequence of the phaco phase in a cataract surgery. Patient movement, surgical technique, and patient anatomy could contribute to the creation of a posterior capsule tear. Based on quality assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. UDI - (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during laser assisted cataract surgery a posterior capsule tear was noted. The laser was used for capsulorhexis and limbal relaxing incisions. The case was going well but near the end of the nucleus removal the tear was noted in posterior capsule. It was apparent that the tear was an extension of a tear from the anterior capsule. The surgeon believes the laser contributed to the tear in the capsule. The procedure was completed with no additional harm to the patient. No additional information available.